Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Tandem's technical support was unable to confirm the cartridge alarms in the history. Customer reported a blood glucose level of 400 mg/dl. The customer indicated a correction bolus was administered via the insulin pump to address blood glucose level.